Event description:
It was reported that during knee procedure in 2006, there were no hex flats in the screw, therefore screw driver could not be used. Alternate component was opened and used to complete the procedure.

Manufacturer narrative:
There have been no trends identified related to this type of event. Eval of returned device found there was a hole in the head of the screw but the flats that form the hex here not present. In response to recent FDA audit, retrospective review was performed, event was reassessed and determined to meet reporting requirements as device malfunction. Corrective and preventive actions have been initiated. This report filed on 5/16/08.